Event description:
The information suggests that the customer reported that the patient's oxygen saturation level decreased while attached to the ventilator and that the doctor adjusted the ventilator settings which allowed the patient to synchronize with the ventilator. The customer has been contacted to get further information.